Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source had a loose motor. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the scope socket was oxidized and dirty, causing black image when connecting to 290 endoscope, no error code displayed was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the customer¿s allegation was confirmed. During the inspection it found the motor was loose. After reinstallation, the device restored to normal. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.